Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
Silk road medical was made aware on 21 dec 2022, that during a transcarotid artery revascularization (tcar) procedure, a dissection was caused by 0.014" enroute guidewire which required a second unplanned stent to cover the dissection.

Event description:
Silk road medical was made aware on (B)(6) 2022, that during a transcarotid artery revascularization (tcar) procedure, a dissection was caused by 0.014" enroute guidewire which required a second unplanned stent to cover the dissection.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.